Manufacturer narrative:
(B)(4). The returned valve was patent, passed siphon testing and met all specifications for pressure-flow and preimplantation testing. However, it did not meet the requirements for leak testing due to a large tear in the side of the delta chamber. This leak precluded reflux testing. It is unk how or when the damage occurred. The instructions for use that accompany the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. All performance levels could be set with a single attempt, and a level change could not be induced by laboratory personnel without using a magnet. A product dissection and visual examination of the adjustment mechanism components showed no anomalies. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was explanted (B)(6)2010 and original implant was (B)(6)2009. Since original implant, the pt has come in at least 4 times with valve setting changed (these were not after mris, either). Doctor suspects that the pt and/or family may be trying to manipulate the valve.